Event description:
A comparison of the pt's meter with her dr's meter yielded results of 180 mg/dl and 103 mg/dl respectively. These tests were performed within approx 30 minutes of each other. There was no report of harm.